Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient's first neurostimulator, which was implanted in (B)(6) 2015, was explanted because she had an infection and it did not clear up. The event date provided is estimated. A new neurostimulator was implanted on (B)(6) 2015. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.